Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. They developed right ventricular (rv) failure and passed away in the hospital. They experienced shortness of breath (sob), fluid overload and hypoxia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient expired on (B)(6) 2020 due to right ventricle failure and heartmate ii lvas, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 24may2013. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ describes that right heart failure can occur post-implant and provides strategies for treating patients who experience right heart failure. No further information provided. The manufacturer is closing the file on this event.